Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection failed due to a damaged battery. The allegation was confirmed. The root cause was determined to be a damaged battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 an unexpected receiver shutdown occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.